Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen in the device. After the sheath was in place the catheter was inserted, and aspiration was performed. During this aspiration air was continuously pulled through the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis. It was further reported that no abnormalities were noted during or use of the sheath. After inserting the farawave, air continues to be drawn from the valve during air bleeding. No damage was noted on the catheter or the sheath. Irrigation was performed using an unknown pump at a flow rate of 20ml/h. Bubbles were observed in syringe. No air was seen in the patient. The guidewire was positioned in the left atrium upon observation through the sheath. This was noted after air was removed following sheath insertion. No saline or blood observed only air. The patient was above 18 years old.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the selected faradrive sheath was returned with its native dilator still inserted, requiring the removal of the dilator to proceed with device analysis. Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation. The complaint allegation was confirmed through product analysis. Additionally, inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen in the device. After the sheath was in place the catheter was inserted, and aspiration was performed. During this aspiration air was continuously pulled through the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen in the device. After the sheath was in place the catheter was inserted, and aspiration was performed. During this aspiration air was continuously pulled through the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis. It was further reported that no abnormalities were noted during or use of the sheath. After inserting the farawave, air continues to be drawn from the valve during air bleeding. No damage was noted on the catheter or the sheath. Irrigation was performed using an unknown pump at a flow rate of 20ml/h. Bubbles were observed in syringe. No air was seen in the patient. The guidewire was positioned in the left atrium upon observation through the sheath. This was noted after air was removed following sheath insertion. No saline or blood observed only air. The patient was above 18 years old.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the update field describe event or problem (b5), in section b - adverse event or product problem.